Event description:
The pt's spouse reported to the dealer that after 2 hours of light duty use, the pt was transferred out of the chair. The family allegedly smelled smoke and saw small flames coming from power connectors on the chair. No injury or property damage occurred.